Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies werer found.

Event description:
It was reported that the device failed a manufacturing test due to a low battery voltage. Vf detect was left on. The device was scrapped. No patient complications have been reported as a result of this event.